Event description:
It was reported that during the procedure the screw unable to be assembled with the shell. The surgeon decided not to use another screw for the procedure. There was no harm or health consequences to the patient. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-02001. D10: cat #: 00625006530 / bone screw self-tapping 6.5 mm dia. 30 mm /lot #: j7520760. G2: brazil. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The complaint could not be confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.